Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of leaks as no product has been returned to date. The photo sent by the client was the reason to review the manufacture process and the raw material lot of the connector however the assembly process was done according to specification, the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the use of a custom pack, the customer reported a leak from the arterial pump head raceway tubing at the connector for the pump boot. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information: there was no visible air in the system/tubing. The exact location of the leak in the custom tubing pack specification was the positive side of arterial roller head, spec line 8. There was no damage to the packaging or the device identified. There was a small amount (clinically insignificant) of patient blood loss as a result of this leak. No transfusion was required.